Event description:
Pt with malignant lymphoma and questionable ovarian cancer started on ms 100 mg in 100 ml dose: 1.5mg, lockout interval: 8 min, 4hr limit: 56mg on pca pump at 1:00pm on 4/2/00. At 2:30 am on 4/3/00, pt noted to be more sedate and slow to respond but arousable by voice. Pt had received 33 mg ms04 between 9:00pm and 2:30am. Pt had not pushed pump button. Rn found pca button not working, was unable to get history or turn off pump. Pump dc'd and pt received narcan 0.4mg x2. Pt responded and returned to usual level of orientation. Med ctr submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by med ctr which med ctr has not had the opportunity to investigate or verify prior to the reporting date. Med ctr has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.